Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08680 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device was programmed with multiple boluses and monitored. All boluses delivered properly.device then was programmed and monitored for 1 day. The basal profiles delivered properly.no bolus anomaly or basal anomaly noted during testing. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not receiving her basal delivery. The customer¿s blood glucose was 238 mg/dl at the time of incident. The customer's other different blood glucose was 200 mg/dl to 300 mg/dl and 150 mg/dl, 70 mg/dl and 250 mg/dl, 350 mg/dl. The insulin pump will be returned for analysis.